Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose level. Customer declined to troubleshoot the issue. Reportedly, the customer reverted to alternate therapy for diabetes management.